Manufacturer narrative:
Device evaluation: four (4) smiths medical cadd extension sets were returned for analysis in used condition without their original packaging. Visual inspection of the showed no discrepancies. Functional testing involved connecting one sample to an adapter and it was tested using a syringe with water to detect any leak. A leak was detected in the air vent of the filter during the test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. A random sample of thirty-two (32) units were taken from the manufacturing process for a visual inspection and no discrepancies were found. The investigation determined that the filter may have been received damaged from the supplier or the filter became damaged after leaving smiths medical.

Event description:
Information was received that during use of this smiths medical cadd extension sets, fluid leaked at the filter was noted. It was reported that the device was in use with patient for infusion of veletri. No reported adverse effects.